Event description:
In 2008, the patient reported that she was admitted to the hospital on five days earlier, due to ketoacidosis and elevated blood glucose of 471 mg/dl. She stated that she was vomiting profusely and she was very ill. She was treated with insulin injections every 2 hours and she was released on four days prior to original date, after her blood glucose lowered to 200 mg/dl. The patient stated that when she returned home from the hospital and removed her infusion site and found that the cannula was bent. The infusion site had been in use since a week prior to original date. She stated that she did not receive an e4 (occlusion) error alerting her to the issue. The infusion device was requested to be returned for evaluation.